Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information: b4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, investigation conclusions-updated. Additional information h11: evaluation summary. Evaluation summary: the reported event was that the angulation control knob became tight. A pentax medical engineer consulted with hospital staff and confirmed that the malfunction was identified during use. No patient harm occurred, and the examination was completed using a backup device. Based on the investigation, a potential root cause of this failure was long-term use involving repeated angulation maneuvers combined with applied force on the insertion flexible tube (ift), which led to deformation and resulted in increased tension on the pulley wires of the angulation control knobs. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the instructions for use (IFU). Investigation completion and return date: 09-nov-2025. A device history record (DHR) review was performed by the manufacturer. As a result of the DHR review, during the in-process inspection, an objective lens defect was detected, and objective lens replacement was performed. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The endoscope was manufactured in (B)(6) and was released under normal conditions, and it was confirmed that it passed all required inspections. Although the manufacturing date could not be verified because the product was manufactured prior to the implementation of UDI regulations, the approval for shipment and the actual date shipped were confirmed as 04-apr-2017. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 15-oct-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10f, serial number (B)(6) in china within the apac region. The angulation knob of the endoscope was too tight, and sufficient bending could not be achieved to observe the inside of the colon. The endoscope was withdrawn from the patient's body, and the procedure was completed using an alternative endoscope. The patient experienced increased discomfort, and the procedure time was prolonged. This event occurred during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.